Manufacturer narrative:
New parts have been ordered and will be replaced upon receipt.

Event description:
It was reported by svc report that the foot end jack is not staying up. The customer could not determine whether there was pt involvement or adverse consequences occurred.